Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump failed accuracy +14.15% (during testing). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker is intact. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over-delivering to the manufacturing specifications. Root cause was found to be expulsor assembly is over-delivering. Expuslor to be trimmed.